Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively that an unknown instrument was being difficult to insert through the trocar during both the calibration phase and subsequent use. Additionally, the system intermittently did not recognize the instrument when it was connected, occurring in a random manner. Although initial resistance was encountered during insertion, the problem typically resolved after a few attempts. No patient information was provided.